Event description:
The customer reported that the equipment was hanging during a vascular exam, in the cine mode. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.